Manufacturer narrative:
DHR is not available at the time of this report, a follow-up report will be submitted with the DHR. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on april 18, during a procedure the doctor wanted to go straight in with the fluent fluid management and the omni scope. The doctor requested the pressure start at 80 on the fluent system. The doctor wanted the pressure to be increased to 100, as it was not very good vision. The doctor noticed the fluid deficit was going up quickly. The deficit had reached 600mls and after a hysteroscopy, it was a perforation. The doctor had abandoned the case. The patient received antibiotics. No additional information available.